Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, the device was difficult to toggle and unload. Then two needles fell out of the jaws on the same handle. The rabbit ears were reported not to be visible. The device was properly loaded but the needles fell out of the handle into the patient's cavity. It was also noted that needles were retrieved. Opened a new handle and loading unit to complete the procedure. There was no patient injury.